Manufacturer narrative:
The getinge stm replaced the batteries to resolve the issue, then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that while performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), the battery runtime test failed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a battery short runtime failure. It is unknown under which circumstance this occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
In follow up MDR #1, this was erroneously reported as the year 2017.

Event description:
It was reported by a getinge (B)(4)) that while performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), the battery runtime test failed. There was no patient involvement and no adverse event was reported.